Manufacturer narrative:
Eval summary: in general, one or a combination of the following events may have caused the femoral fracture: incorrect stem/rasp relationship leading to improper fit of the stem in the femur. Implanted stem which was incorrect size for pt anatomy. Stem was implanted in rotational malalignment of excessively varus/valgus, potentially causing abnormal loading of the component. Pt factors such as bone quality, activity level, type of activity (i.e. Trauma) and compliance with rehabilitation protocol. However, a definitive cause for this issue cannot be determined with certainty. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc., considers the investigation closed.

Event description:
It is reported that the pt was revised after looking at the post-op x-rays and a femur fracture was discovered.